Event description:
It was reported to boston scientific corporation that an advanix-naviflex was implanted in the bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath of the naviflex rx delivery system got separated from the outer sheath. The detached inner sheath was removed from the patient using forceps. The procedure was completed with another advanix-naviflex device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 is being used to capture the reportable event of catheter guide break. Imdrf impact code f2301 captures the used of additional device to remove the detached piece from the patient.

Manufacturer narrative:
Block b5 has been updated with the additional information received on march 19, 2025. Block h6: imdrf device code a0401 is being used to capture the reportable event of catheter guide break. Imdrf impact code f2301 captures the used of additional device to remove the detached piece from the patient.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex was implanted in the bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath of the naviflex rx delivery system got separated from the outer sheath. The detached inner sheath was removed from the patient using forceps. The procedure was completed with another advanix-naviflex device. There was no patient complication reported as a result of this event. ***additional information received on march 19, 2025*** it was reported that two devices were used during the same procedure. Refer to manufacturer report # 3005099803-2025-01034 and 3005099803-2025-01028 for the associated device information.